Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port. The issue persisted across multiple usb cables. Additionally, the battery gauge was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information was provided.